Manufacturer narrative:
The device was returned to the manufacturer for repair. A device history records review was performed. This device was manufactured on 04/14/2011. There were no related non-conformances. The inspection found and no visible problems could be detected with this device. The device passed all performance testing. Clinical follow up indicated the cuff overlap, when applied, was excessive and the cuff was not secured with the ribbon ties. This device was originally sent to zimmer for evaluation only. The device was subjected to the zimmer repair process. This includes a minimum 24 hour 'burn rack' procedure, in which various pressure settings are applied to the device to verify correct operation of the pressure maintenance system. During the entire process this device passed all performance testing, and no faults were found. The device was serviced and returned to the customer.

Event description:
On (B)(4) 2011 a zimmer sales representative contacted zimmer surgical's repair department to request that the zimmer ats 1200, sn: (B)(4), be evaluated. At that time no additional information was reported. Additional clinical follow up on (B)(6) 2012 indicated that the ats 1200 was involved with a patient event. A total knee replacement procedure was performed on (B)(6) 2011 and a zimmer representative was present at the time of the event. It was reported that the patient was a middle aged female with fairly large diameter thighs. It was noted that the operating room nurse had applied a zimmer 42" tourniquet cuff to the patient's thigh with too much overlap and had not secured the ribbon ties. It was reported that when the cuff was inflated and the limb was moved, the cuff had rolled due to the fact that the overlap had been exceeded and the ribbon ties were not secured. It was reported the patient required 2 units of blood to be transfused following the tkr procedure.